Event description:
It was reported that bd insyte-n autoguard needle defect causes mechanism to stick. The following information was provided by the initial reporter: once the catheter was in the vein, and blood return was confirmed, the catheter was advanced in the vein as normal. Up to this stage everything was fine. The issues have arrived at the moment the nurses needed to retrieve the needle by pushing on the white push button to retract the needle. The needle stays stuck on the little white part of the push button so when the thought they securely retracted the needle and pulled to retrieve, everything came out, needle and cannula(catheter) when installing the jelco, when removing the needle, the mechanism gets stuck and the catheter follows with the needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle was getting stuck during retraction could not be confirmed from the three shielded needles that were provided for investigation. Each needle was received fully retracted within the safety shield. The IV catheters were not returned with the needles. A functional test showed that each needle fully retracted when the safety mechanism was activated. No damage or defects associated with the manufacturing process could be identified on the returned samples. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.